Event description:
The hosp reported that during the saphenous vein harvesting procedure, the image on the endoscope was dark. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: scholly assessment received on 08/07/2006, indicates that the tubes are bent and the welded joint is broken. This is a result from mishandling of the scope.